Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed black foreign matter inside the needle hub. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the type. The results show that the spectrum matches reasonably with silicone. Silicone is used as lubrication for the cannula in the assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. During product changeover, empty racks are used to segregate the previous lot from the new lot. As these racks proceed through subsequent manufacturing steps, the deposited silicone can accumulate or entrap fine particulates, ultimately leading to the black silicone gel observed in the reported sample. To prevent this defect, a one-point lesson will be created to train the production technicians to deactivate the lubricant dispensing function during changeover activities.

Event description:
It was reported that bd needle eclipse 25x1 rb had foreign matter. It was reported by customer that they noted a substance inside the orange needle hub. Verbatim: rcc received a complaint via community. Pir attached clinical staff memeber opened the package of the needle and noted a substance inside the orange needle hub.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.